Event description:
It was reported that during the robotic prostatectomy, the device partially fired and would not open. The device had become "locked up" and would not open. They had to use the manual override to open the device. The case was completed with suturing over the staple line. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Premature sled movement the analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45g partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge.the device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Dorsal venous complex on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes, manual override was used to open the device. Is there any other additional information you would like to share about this device or procedure? This was the first time that the resident had used the device. If the device partially fired with the cutline and staple line equal in length why did they use sutures to over sew the staple line? They used scissors and sutures to complete the procedure. Patient is fine.